Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 kept failed and seems like the door was loose on hinge. A field service engineer (fse) stated that door 4 kept failing. The door hinge was adjusted, and the station was shut down. The latch was removed, the switches were cleaned, and the connection was tightened. The latch was reinstalled, and the station was restarted. The latch was then tested in the hardware test application, where it functioned correctly. After restarting the application, the customer was able to access the door and inventory medication without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 failed. The customer indicated that the door appeared to be loose at the hinges. However, there were no delays or adverse events or injuries reported based on this event.